Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2024-00046. A facility reported the end of a ventricular catheter of a bactiseal catheter kit is slightly discolored and stained from the rest of the catheter. Also the box is stained from the catheter. Distal catheter has some spots too similar to the ventricular catheter. No surgical delay reported and the procedure was completed with a replacement product available.

Manufacturer narrative:
Updated fields: d4, d9, g3, g4, g6, h2, h3, h4, h6. The bactiseal catheter was returned for evaluation: DHR - lot 7266511, conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected, orange spots were noted on the catheters and the end of the ventricular catheter is slightly discolored and stained a bit from the rest of the catheter. The package lid was visually inspected and an orange color were found on the lid. The orange color corresponds to the antibiotic. This not considered as a defect, it's a cosmetic failure. This does not influence the functioning of the catheter. Root cause - the root cause for the issue reported by the customer is due to the material used for shaping the end of the catheter is not exactly the same than the catheter. This does not influence the functioning of the catheter. The potential root causes for the "orange color were found on the lid¿ could be due to ¿catheter and packaging interactions¿ favored by the presence of humidity on the catheters before sterilization. The severity of those defects was stated to be at level 3 (¿negligible¿) since this is only ¿cosmetic¿ without impact on the product integrity and efficiency and only causing user dissatisfaction. Hplc is tested on all batches so antibiotic concentration was verified during manufacturing process and accepted.

Event description:
N/a.